Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Performed pre-fill reservoir tests and found no air bubbles anomaly. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with reservoir. The reservoir didn't work and two had air bubbles. The third reservoir insulin was absorbed back into the vial of insulin. The customer's blood glucose was 321mg/dl, treated for high blood glucose. The customer stated they have been disconnected from the pump for around an hour, so that is why his blood glucose was high. Customer declined troubleshooting for high blood glucose. Also, customer stated bruising at the site. Customer said he is using aspirin, advised that is a blood thinner and can contribute to bruising. The customer will return reservoir for analysis.